Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 17479473, model/catalog description:artisan lead 70 cm.

Event description:
A report was received that the patient developed an infection at the ipg site. The patient underwent an ipg explant procedure.